Event description:
MFR received a report stating that a user of a manual wheelchair was attempting to transfer to a commode when the chair slid and the user fell, allegedly fracturing her leg. Subsequent evaluation found no device malfunction.